Manufacturer narrative:
A work order search was performed for the lens. A lot number search was performed for the cartridge. Results: visual inspection of the returned product showed that one lens haptic was torn off and piece was missing from the lens optic. Clear surgical residue/debris on the product. A lens work order search was performed and no similar complaint was found within the search. A cartridge lot number search was performed and one similar complaint was found within the search. Conclusion - (no conclusion can be drawn): based on the complaint history, work order/lot number searches and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon inserted a cq2015 three piece collamer lens. The lens leading haptic kinked upon insertion into the eye. The incision was enlarged to remove the lens and another lens was inserted. A suture was require to close the wound. The lens tore when it was removed from the eye.